Event description:
The distributor reported on behalf of their customer that the device, (B)(6), 5mm laparoscopic kittner, blunt dissector 40 cm length, was being used during a laparoscopic cholecystectomy procedure on an unknown date when it was reported, ¿this past weekend we had two 5mm lap kittners (ref# (B)(4)) fall apart during the surgery. We saved the item and the packaging.¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of fragmentation contact with the patient. The procedure was completed without any delay being reported. The patient was discharged as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Examination of returned used device cd801 found that the device was intact. Examination was done per print. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 8 complaints, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that a thorough understanding of the principles and techniques involved in laparoscopic laser and electrosurgical procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The distributor reported on behalf of their customer that the device, cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length, was being used during a laparoscopic cholecystectomy procedure on an unknown date when it was reported, ¿this past weekend we had two 5mm lap kittners (ref# (B)(4) fall apart during the surgery. We saved the item and the packaging.¿. There was no report of injury, medical intervention, or hospitalization for the patient. There was no report of fragmentation contact with the patient. The procedure was completed without any delay being reported. The patient was discharged as planned. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.